Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect. They stated that for the first month, their symptoms were under control and ¿it was wonderful¿. Now they were ¿back where she was before¿. In addition, the patient reported that they were leaking blood from the incision site and it ¿bleeds through onto her clothes¿. They also reported they had diarrhea and ¿from the beginning¿, they had a problem with pain. The patient noted that they could not sit or lay down without having pain. They were prescribed medication for the pain by their doctor which seemed to resolve the issue. Further the patient stated that they could feel the vibration when they were sitting down and, if they turned it up more, it would ¿create a problem¿ and was uncomfortable. It was noted that the patient needed their husband present to help with the use of the programmer and was to call back when he was present. Additional information received from the patient on (B)(6) 2013 reported that the ¿weeping¿ from the ins incision site was still active and the fluid was described as rust colored. A friend of the patient¿s who was a nurse looked at it and expressed concern that the tissue at the site might be breaking down. The patient was coumadin and inquired if this could affect healing. The patient reported that they did visit with their doctor about the event and was seen 3-4 times. They were to see the doctor again on (B)(6) 2013. The patient mentioned that a culture had not yet been done and they were likely to request one be taken. They had not spoken to any manufacturer¿s representative about the issue. The device had not been programmed. The patient did report that the therapy had been working very well for them. Further information received on (B)(6) 2019 from a family reported that the patient¿s ins was replaced ¿sometime in early 2013¿ shortly after implant due to an infection at the ins site. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. They reported that the first ins was infected and had to be removed and replaced in (B)(6) 2013. They removed the infected system and implanted a new one on the opposite side.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.